Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). An actual sample was sent in for an evaluation. During a visual inspection, it was observed of a cracked/broken burette. The pressure test was performed at 8 psi to the burette and the burette does not leak. By this result the defect is related to a gel mark in the burette. Therefore, the customer reported condition was confirmed; the cause for this condition is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A customer reported to baxter product surveillance of an unspecified buretrol IV tubing set in which there is a slit noticed on the drip chamber which was discovered prior to usage. No patient involvement, injury or adverse event is reported. There is no additional information.